Event description:
It was reported that during a routine follow-up, the interrogated battery status of this unit was not as expected based on the previous follow-up report. The patient reported not feeling well for a few weeks; at which time it was confirmed the device was in a vvi 50 mode, due to an end of life trigger. At the previous follow-up, approximately four months prior, the device exhibited one year remaining life but had tripped eol approximately one month ago. Right ventricular outputs were known to have been programmed high and with the patient being dependent, the physician elected to replaced the device while the patient remained hospitalized. The unit was returned for a longevity assessment. No replacement information provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, the interrogated battery status of this unit was not as expected based on the previous follow-up report. The patient reported not feeling well for a few weeks; at which time it was confirmed the device was in a vvi 50 mode, due to an end of life trigger. At the previous follow-up, approximately four months prior, the device exhibited one year remaining life but had tripped eol approximately one month ago. Right ventricular outputs were known to have been programmed high and with the patient being dependent, the physician elected to replaced the device while the patient remained hospitalized. The unit is expected to be returned for a longevity assessment. No replacement information provided.